Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has a floppy iris in the right eye, but the implant appears "good" at this point. The physician is evaluating treatment options (prophylactic yag) to avoid potential z in the right eye. According to the surgeon, "reading" was the likely cause of the event. The patient's prognosis and treatment were described as "excellent". This event pertains to the patient's right eye.